Manufacturer narrative:
(B)(4), date sent: 4/18/2024. Additional information was requested, and the following was obtained: 1. Did the device staple? No. 3. Did the device have staple line issues? Malformed, missing staples, no staples etc? No staples were discharged. 4. Was the breakaway washer completely cut? Issue was with the staples and lack of a staple line. 5. Were there two complete tissue donuts? 2 complete donuts. 6. Was it a partial cut? If so what was cut partially, washer or tissue? 7. If yes/no, was there any issue with the cut no. 8. Did the device cut the tissue? Yes. 9. Could you please clarify if there were any patient consequences? Anastomosis was incomplete secondary to the stapler malfunction. The anastomosis was resected and another stapler was used to complete. 10. Could you please clarify if there were any changes in the post-operative care of the patient as a result of the event? No changes.

Event description:
It was reported that during an unknown procedure, the initial eea anastomosis was performed with a 29 mm ethicon stapler. Anastomosis was incomplete secondary to stapler malfunction. The anastomosis was resected and a second 31 mm ees covidien stapler used successfully. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2024 d4: batch # unk #mw5152466 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Did the device staple? If yes, was the staple line complete (fully circular)? Did the device have staple line issues? Malformed, missing staples, no staples etc? Was the breakaway washer completely cut? Were there two complete tissue donuts? Was it a partial cut? If so what was cut partially, washer or tissue? If yes/no, was there any issue with the cut did the device cut the tissue? Could you please clarify if there were any patient consequences? Could you please clarify if there were any changes in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.